Event description:
It was reported that the physician intended to remove the device prophylactically as the patient was pacemaker dependent and the device was subject to the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. During the procedure, the physician was unable to remove the set screw from the header because it was stripped and the torque wrench was not longer able to engage the set screw. As a result the procedure was abandoned. At a later date the device was able to be explanted and replaced successfully by utilizing a surgical drill to remove the set screw. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to remove the set screw unconfirmed. Analysis found the inset portion of the setscrew was drilled out so that no analysis could be performed on it to determine why it could not be untightened. The connector block and the areas around it were also damaged by the drill. All undamaged areas of the device were found normal. The damage caused in the field by the drill to the setscrew and connector block prevents full analysis of the problem so that the cause cannot be determined.